Event description:
A patient's family member called lifescan on june 2002 to allege that the day before around 11:00 pm patient's blood glucose reading on the meter was inaccurately low with a result of 22. After feeding patient with fruits, juice and toast, patient was taken to the hospital. The patient had been with patient's grandparent during the weekend when they had noticed patient had readings in "30s". Because patient was shaky and dizzy the grandparent called paramedics that day at 8:00 pm. Emergency medical technician allegedly neither tested the patient nor treated them. Family member fed patient with fruit and toast. At 11:00 pm, family member allegedly got 2.2 mmol/l that they interpreted as 22 mg/dl (2.2 mmol/l equals 40 mg/dl). Family took patient to ER because patient was shaky. Hospital meter read 72 mg/dl. Time difference is unknown. Patient was not treated in the ER other than with juice. Patient remained in the hospital for an hour where they continued to test patient 2-3 more times. When the family member called lifescan at the recommendation of the ER staff who suggested "the meter was broken", patient and the representative found out that the meter is set to mmol/l. The family member reportedly had not seen the decimal point until they call to customer service. Patient has resumed using the ot ultra meter after fixing the unit of measurement. A few weeks earlier the physician increased patient's insulin because of elevated results on the ultra. In 6/02, after the event, patient called the doctor who lowered it based on the ultra results. After the meter was switched to mg/dl on the following day, patient's results have ranged from 320 to 500 mg/dl. No further information has been reported.